Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedures, they have been experiencing some scratched iols which they suspect have been scratched by the cartridges. Additional information was provided by the initial reporter that the scratches were on the edges of the iols. The surgeries were completed and there was no patient harm.